Manufacturer narrative:
The insulin pump had pump error 35 and critical pump error in the pump history due to moisture damage on the electronic assembly. The functional testing was unable to be performed including the self test, sleep current measurement, active current measurement, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. The analysis identified that the insulin pump did not meet specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had received a critical pump error alarm. The customer¿s blood glucose level was 122 mg/dl. The customer states the pump had failed and had received a critical pump error. Troubleshooting was performed for critical pump error. Advised the pump will need to be replaced. Advised to discontinue use of the pump and recommended customer refer to back up plan. The insulin pump will be returned for analysis.